Event description:
The manufacturer received information alleging a ventilator inoperative was displayed while a trilogy evo, japan was in patient use. There was no harm or injury reported. The trilogy evo, japan ventilator was returned to the manufacturer for evaluation. The customer¿s complaint was not duplicated however, an evt_motor_shutdown error code indicating a ventilator inoperative was discovered in the device's event log. The device's system board and blower assembly were replaced to address the issue. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).